Event description:
It was reported that a 6 fr angio-seal evolution was deployed in the right common femoral artery (rcfa) post coronary intervention, with hemostasis being immediately achieved. The physician was being trained for angio-seal evolution deployment with the st. Jude medical sales representative present. The patient later complained of abdominal pain and nausea. The staff noticed a dramatic drop in the patient's blood pressure. The physician observed the patient and her vitals and, concluded that retroperitoneal bleed was occurring. The patient's hemoglobin dropped from 15.4 to 11.8 overnight. The physician and the staff held manual pressure for approximately 15 minutes while administering saline via an IV. The patient stabilized and was transferred to the intensive care unit (ICU) where a femo-stop was applied. The patient was kept overnight, is in stable condition, and is reported to be recovering.

Manufacturer narrative:
No product was returned. Review of device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal bleed.